Event description:
Revision surgery - while the surgeon was impacting a foundation poly into the tibial tray, the front feet hung on the anterior lip of the baseplate. When he impacted the poly, the feet deformed and was rendered unusable.

Manufacturer narrative:
The reason for this product complaint was to report that while impacting a foundation poly into the tibial tray the front feet hung on the anterior lip of the baseplate; when the surgeon impacted the poly the feet deformed and were rendered unusable. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination on 28 august 2014. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are four prior complaints against the incident tibial insert part number 385-19-506. This is the first complaint involving the incident lot 59604614. Pc-2011-00029 was for revision surgery due to limited range-of-motion, most likely due to scar tissue. Pc-2009-00871 was for revision surgery due to subluxation, not likely caused by the implant. Pc-2008-00354 was for revision surgery to resolve tissue impingement by swapping the insert for a larger size. Pcr 05991 was for revision surgery for an unknown reason. This investigation is limited in scope because only the tibial insert, and not the tibial baseplate, was received back for investigation, and a definitive root cause cannot be determined. The returned tibial insert is in generally good condition, but does exhibit some deformation and witness marks, presumably from the surgeon's attempts to get the insert to seat properly in the baseplate, followed by whatever handling and prying was necessary to remove it. There is also a deep gouge parallel with the distal face of the insert, in the shape of a screwdriver blade. The three snap features along the anterior edge have been deformed in both shape and position; they are displaced in the anterior direction, consistent with the description of damage in the complaint. On the distal face of the insert, set back from the anterior edge, there are impressions from the anterior rim of the tibial baseplate. The anterior edge of the insert appears as though it was sitting up on the rim of the tibial baseplate during impaction. This malposition of the insert would certainly prevent proper seating and could result in damage to the three anterior "feet" as described in the complaint. There was no information reported that evidences a material, design, or manufacturing problem with the product.